Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly. Customer state that the buttons were not responding. Customer stated that the numbers were ramping or the scroll bar moving up or down with no input. Customer stated that the middle button and back button were unresponsive. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
Retainer ring: black . Customer complained on april 28, 2022 for alleged cosmetic damage at insulin pump labels and insulin pump alarmed stuck button. Insulin pump passed self test and displacement test. The p-cap/reservoir does lock properly. Intermittent response from all buttons due to moisture damage to electrical board. Device successfully downloaded to thump. No stuck button error alarms noted during testing. Verified, no insulin pump alarmed stuck button in insulin pump downloaded history. Device passed the keypad voltage test. The electrical board was locked properly during visual inspection. The electronic assemblies were inspected and found moisture damage on electrical board force sensor, motor and corroded battery tube. No moisture damage found on electrical board. Blank display noted during testing, unable to identify software version. The following were noted during visual inspection: cracked case behind the insulin pump at the battery compartment, serial number label fading, scratched case, cracked select button keypad overlay, and pillowing keypad overlay. No stuck button error alarms noted during testing. Cosmetic damage was confirmed at serial number label. Blank display confirmed due to moisture damage found on electrical board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.